Event description:
It was reported that an ilet pump¿s touchscreen was cracked and became unresponsive, and a replacement pump was arranged; the device problem involved a fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.